Manufacturer narrative:
A complete lead was returned severed in two segments (13 cm from the is-1 terminal pin). A set screw mark was noted on all terminal connectors which is consistent with set screw-terminal pin contact. A set screw mark was noted on the proximal df-1 pin (at the center of the pin) which is consistent with full insertion of the terminal pin. There was evidence of trilumen insulation damage (abrasion) with exposure of the rate sense (negative) conductor. The high voltage (distal) was abraded through to the conductor associated with evidence of melted metal. Similarly, the high voltage (proximal) conductor was exposed with evidence of melted metal. There was webbing damage (25-26 cm from the is-1 pin) identified on all three lumens. The damage to the lead appears to have been initiated by a localized compressive stress on surface of trilumen insulation. It was concluded that this type of damage was most likely caused by entrapment in the clavicle/first rib region.

Manufacturer narrative:
The lead is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this device system displayed a shock impedance measurement greater than 125 ohms. The patient was brought in and the device was deactivated and the patient was issued to wear a lifevest. A save to disk was performed. Engineering analysis and the local area sales representative suspected that the proximal pin was not fully inserted. A revision procedure was to be performed. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Event description:
Subsequently, boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory. The high-voltage pin was reconnected to the device and high out-of-range shock impedance was still recorded. The right ventricular (rv) defibrillation lead was successfully explanted and replaced due to possible fracture. The local representative commented that the lead was damaged during the explant procedure (severed near the lead yoke). The separate chronic rv pace/sense lead was surgical capped and a replacement rv defibrillation lead was implanted. The chronic rv defibrillation lead was received at boston scientific's return products department.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.